Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6).

Event description:
It was reported to philips the "proximal pressure line disconnect" alarm occurred while the device was in use on a patient. This event was reported to have occurred during patient use. The device was swapped out. There was no delay to therapy and no patient harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by a service technician. The reported issue could not be duplicated. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.